Event description:
It was reported that the flapper valve on the neptune keeps opening during docking and spitting out fluid. There was no patient involvement and no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service rep and the event was confirmed. The water supplied by the docker was 185 to 190 degrees fahrenheit and the o-ring under the flapper valve could not withstand the heat and allowed the water to pass during the wash cycle. According to the neptune waste management system instructions for use, the water temperature should be 40 to 110 degrees fahrenheit. The repair technician notified the customer to ensure that the cold water was not turned off. The device was repaired and returned to service.